Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 408 mg/dl. Customer¿s current blood glucose is 213 mg/dl. The customer experience any symptoms such as a slight stomach pain, weakness, and nausea, headaches. Troubleshooting was performed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis